Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the t:clip case broke causing the pump to fall out and dislodge the infusion set from the body. Reportedly, this event occurred multiple times. The customer changed the infusion set and resumed insulin delivery. There was no impact to the customer¿s blood glucose level.